Event description:
Technician alleged that the right intermediate siderail was not locking in the up position.

Manufacturer narrative:
Technician found needle debris causing an obstruction in the latch. Technician removed the latch mechanism and cleaned out the debris to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.